Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device and extracorporeal membrane oxygenation for mechanical circulatory support. While on support, the patient was in poor condition with multiple comorbidities with extracorporeal membrane oxygenation support. It was reported that the patient experienced a bleed from tamponade and bleeding from the access site. This was addressed by a fixed concentration of purge fluid heparin and removal of pericardial hematoma. In addition, the patient's renal failure was addressed with continuous hemodiafiltration (chdf). The patient remained on support and the device was explanted. After the pump was removed, sepsis was noted and the patient later expired.